Event description:
It was learned through a related event that the patient has expired after implant duration of approximately 0.5 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry (per (B) (6)). On (B) (6) 2010 (through follow-up with the health-care provider), the operative report of (B) (6) 2009 was provided; however, the cause of death could not be learned. Per the operative report of (B) (6) 2009, "the patient tolerated the procedure well. There were no complications."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another related event. Through follow up with the health care provider (via fax), the operative report of (B) (6) 2009 was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.